Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a communication error message. Also the power cord was damaged and the images were dark. No pt injury was reported.